Event description:
Initial reporter indicated that they had a vns patient in their hospital that reported that they felt "their vns was not working." The patient was hospitalized for a low sodium related to their medications. The patient reported feeling many auras and using her magnet but not getting the "normal feeling she usually gets with her magnet." The patent is not having any voice change with stimulation as she did in the past. It is unknown if the patient's "many auras" are over her pre vns rate. Good faith attempts are being made for further details surrounding the reported events.